Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report two of five for the same event, see also 2242816-2015-00080, 2242816-2015-00082, 2242816-2015-00083 and 2242816-2015-00084. Not a duplicate report, the original submission failed due to number of characters.

Event description:
The patient reported that she had a burning sensation where the pads were placed. The patient reported using both the 72r electrodes and the lt4500, as well as the cover patches. The patient advised the burning sensations did not start until she received and started using a new 20" lead wire. The patient reports for the past two weeks, the pads were leaving raw skin. The patient reported her primary care physician prescribed an ointment and advised her to hold off on using the device.